Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11j15047, h11h22020, h11h04101 with no issues noted during the manufacturing process. Based on the information obtained during baxter's investigation, the reported condition was not confirmed and the cause of this incident could not be determined.

Event description:
Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2011 regarding a reported alarm. The rn stated that the hp was able to complete therapy with new supplies that night. The rn confirmed that the hp was in a nursing home. The rn stated that the hp was no longer on peritoneal dialysis. The rn stated that the hp had been in the hospital for an infection in the abdomen. The rn stated that they removed the catheter until they can get the infection cleared up. The rn did not believe that the infection was due to therapy. The rn stated that the hp was in the hospital before the infection for a non peritoneal dialysis procedure and probably got the infection then. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2011 regarding the reported alarm. The nurse (rn) stated that the hp was diagnosed with myco bacterium peritonitis. On (B)(6) 2011 baxter product surveillance contacted facility and spoke to the peritoneal dialysis nurse. She reported that the patient initially went into the hospital on (B)(6) 2011 for duodenal ulcers. The patient was discharged on (B)(6) 2011. While he was in the hospital he developed peritonitis. He was admitted to the hospital on (B)(6) 2011 for bloody effluent. He remained on peritoneal dialysis therapy until the patient had his catheter removed on (B)(6) 2011 and he has been switched over to hemodialysis therapy. The patient is still in the hospital and is receiving antibiotic therapy for the peritonitis. The nurse reported that the peritonitis was caused by the patient's hospitalization in november and was not from baxter products or the therapy itself. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event